Manufacturer narrative:
E1: (B)(6) hopsital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that approximately one hour into the laparoscopic right adrenal lesion resection procedure, the head of the ultrasonic knife that was used to dissect tissues suddenly fractured and the device could no longer be used. The procedure was suspended and the provider cleaned and explored to remove the fractured knife head completely. After a 15-minute disinfection and confirmation, a product of the same specification and model was replaced to continue and complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h6. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.